Event description:
The customer reported several milliliters of fluid leaked from the white blood cell (wbc) bath and hemoglobin failed at system startup involving the coulter act diff 2 analyzer. The operator was wearing gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Beckman coulter customer technical support (cts) guided the customer in manually bleaching and draining the wbc bath that was overflowing. The customer tested the system with rinse mix solution and noted no further overflow or fluid leak from the wbc bath. The customer noted hemoglobin voltage output was at approximately 3,400 maximum gain. Beckman coulter advised the customer to perform a clean-bath procedure. The customer indicated the troubleshooting instructions resolved the fluid leak and hemoglobin issues. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issues through system troubleshooting via the telephone. (B)(4).